Event description:
The customer reported that while the unit was in use on a pt for two days, the unit displayed a "pneumatic" alarm. The patient was switched to another unit and therapy was continued. No pt injury was reported.